Manufacturer narrative:
Dae of event is estimated.

Event description:
Related manufacturer report number 1627487-2026-08505. It was reported that the patient did not have effective therapy and x-ray imaging confirmed lead migration of the l5 and s1 leads. As a result, surgical intervention was undertaken wherein ipg and 3 leads were explanted. One lead remains implanted.